Event description:
A home choice machine was received in receiving for a pt who has dropped out of peritoneal dialysis. The hp's nurse, stated that the hp was diagnosed with peritonitis in 2005 and hospitalized for eleven days. Hp's symptoms included semi-cloudy effulent and abdominal pain by the spleen. The hp also had a tunnel infection, details unk due to hospitalization. The hp also had his catheter and spleen removed during hospitalization. The hp was treated with vancomycin via IV 1 g per week for six weeks. The hp's nurse does not think there was a break in septic technique although the pt had peritonitis before from self-contamination. The hp's nurse suspected root cause of the episode of peritonitis is that splenic abcesses caused the peritonitis since the hp only had abdominal pain near his spleen. The pt did recover from the episode of peritonitis based on the doctor's report.